Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device evaluation found that the reload set message was caused by a failed upstream sensor. The upstream sensor was replaced.

Event description:
It was reported that a device alarmed for a reload set message during a pts therapy. The customer stated that as soon as the device alarmed, it was immediately swapped out with another one and the pts therapy was completed. There was no pt injury or incident with this device.